Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a low anterior resection procedure (open ¿ tumor 7cm from anal verge), the doctor closed the device on the rectum with good clearance from the tumor. As per his usual practice, he waited twenty seconds before firing once closing the intermediate locking handles into place. Upon firing (and holding for a few seconds after firing), he then released the device, to then find that the proximal or distal rectal/specimen had been cut but not stapled either side. He managed to then suture the distal rectum before anastomosing with circular stapler, so the patient has no difference in outcome. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4) date sent: 11/11/2016. Additional information was requested and the following was obtained: the patient is ok, but was readmitted for a pelvic washout. The cause of this is unknown however, but appears to be coincidental to the incident. On what date did the pelvic washout take place? 2 days post op. Did someone relate this to the use of the cs40g or to the manually suturing which was used in addition? This was related to hemostats used in the patient, not the staple line. Does the surgeon believe the post-op issues experienced, to include the pelvic washout, are related to the alleged issue with the contour device? No, the pelvic washout is not believed to be related to the contour device. Was the device difficult to close? It was not noted as being any more difficult to close than usual. Was the transection taken in one or multiple firings? The transection was taken in one firing.

Manufacturer narrative:
(B)(4). Batch # n5503p. The analysis results showed that the cs40g device was received in good visual condition and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.